Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that reservoir had a insulin flow blocked alarm. Customer stated changed the infusion set and performing a 5.0 unit fill cannula. Customer states the insulin did not exit and pump alarmed insulin flow blocked. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.